Event description:
At initial stimulation, testing indicated out of range electrode impedances. A CT scan indicated that the array has not migrated. In 2005, the patient reportedly was making auditory progress. The patient continued to be monitored by the center. A decision was made to explant the patient's device. The device was explanted. The patient was reimplanted with another advanced biomics cochlear implant.